Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a hardware failure on (B)(6) 2014.international distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.dexcom issued an rga for the patient to return the device to be investigated.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a permanent loss of antennae on (B)(6) 2014.